Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 01mar2021.

Event description:
The customer called into technical support (ts) reporting that the device¿s touchscreen is having issues. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
G4:16mar2021. B4:21mar2021. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the touchscreen was not responding properly during testing. The fse replaced the touchscreen to resolve the reported issue. Unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.